Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: surgeon reported implant varus. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not for diagnosis. Date of birth: 1922. Add'l pro code: hsb. Device is not distributed in the united states but is similar to a device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Placeholder.